Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device more than 48 hours on the abdomen. The site was swollen, red and oozing with puss. The patient's blood glucose level was 581 mg/dl the patient was taken to the hospital and diagnosed with a skin infection. The patient was treated with cephalexin 3.5 ml and was directed to use 4 times a day for 7 days.